Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified error 32100 pointing to a bad brake and the set up joint (suj) was not reacting to clutch. Fse replaced the suj brake and split locking collar to resolve the issue. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: an universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the staff was encountering repeated error 32100 errors on arm 2 during the procedure. Technical support engineer (tse) stated the logs reflect repeated error 32100 on armnet2. Prior to calling for support, the staff had tried to power cycle the system with no change. Tse walked the staff through two power cycles of the system placing the patient side cart (psc) breaker in the off position and depressing the emergency power off (epo) button with no change. The staff elected to disable universal surgical manipulator 2 (usm2) and proceed with the procedure using usm 1, usm 3,and usm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.